Event description:
Voluntary medwatch form mw5178220 received states: it was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm) of this cardiac resynchronization therapy defibrillator (crt-d) system. It was noted that the device had stored atrial tachy response (atr) and pacemaker mediated tachycardia (pmt) episodes. Upon review, ts determined that the inappropriate atr episodes were caused due to farfield oversensing. Further review of the pmt episode showed that the pmt appeared to be atrial driven and was terminated by the pmt algorithm. It was noted that the device had recorded high out of range pacing impedance measurements on the right atrial (ra) lead. Ts also noted tachy therapy settings had been programmed off, which the hcp stated to be aware that the cause of tachy therapy being off was due to right ventricular (rv) lead fracture. The ra and rv leads are noted to be non-(B)(6) leads. The hcp stated that the patient is being admitted to the hospital for further evaluation. At this time, no additional adverse patient effects were reported. This crt-d and non-(B)(6) ra and rv leads remain in service.

Manufacturer narrative:
Related voluntary medwatch form received: mw5178220.